Event description:
The customer reported half dark images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service engineer replaced the analog/digital printed circuit board and the led pc board. He also replaced the side covers, handle, screws, spacers, and conductive plate. The service engineer performed the calibration and self tests and all functions met specifications. MFR cross-reference #: (B)(4).